Event description:
Information was received from a consumer regarding a patient receiving baclofen, clonidine bupivacaine and morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that their pump was alarming for about 2 days. The patient¿s pump was checked a couple of weeks ago and there was plenty of fluid in the pump. The patient stated they were getting a service code 95 (non-critical memory error was detected during communication) on the handset. The agent reviewed the meaning of the code and recommended the patient consult with their healthcare provider for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.